Event description:
The patient was injected with juvederm (concentration/volume unk) under the eyes and experienced "puffy infraorbital area" on left and right sides. The patient was treated with hyalase to treat with symptoms by a physician who was not the injecting physician. The patient now complains of puffiness around the right infraorbital ridge, and reports the swelling seems worse after hyalase treatment. The treating physician will be sending patient back to the injecting physician.